Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was the therapy capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a replacement was sent to the customer. The device remains at the customer site and no further evaluation is warranted at this time.